Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, route, duration and frequency not reported) and amikacin injection (150 mg, route, duration and frequency not reported). At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.